Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. The patient reported pain of the 2 sides of the hips. The patient had no real solution in the end. Current state of the patient includes unable to stay up for a long time, walked at a slow pace, could not carry a load, had electric shocks in the buttock to behind the left thigh, cramping sensations in the thigh and left calf also badly in the lower back up a little above the coccyx, in the right leg pain was less present and less frequent. The patient spent a lot of time with a warming pillow in lower back, it relieved well. No further information is available as the event was reported in confidence.